Event description:
An ipp device was implanted on 10/18/94. The right cylinder was revised on 1/10/97. On 2/11/97 the entire device was removed from the pt, due to fluid loss-left corporal tubing, and replaced. Add'l lot/serial no: ca427 005.